Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis was completed on the returned lead. The condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. During the visual analysis the connector boot / inner silicone tubes appeared to be cut / torn in 1/2 approximately 3 mm from the end of the 2nd o-ring (at the end of the connector ring). The white (+) and green (-) electrode ribbons appeared to be stretched and the helices misshaped; indicating the lead assembly had been attempted to be used. What appeared to be remnants of dried body fluids were observed on the ribbons and helices. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead assembly were performed with no discontinuities identified. No coil breaks were found. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead.

Event description:
It was reported by a company rep that a surgeon had issues with the hex screwdriver during initial implant of a pt as the screwdriver was stuck and not turing to tighten the lead. The surgeon decided to remove the lead and insert it again and while he pulled gently on the lead pin, the silicone housing of the lead detached from the pin, revealing the electrode inside, and the pin stayed stuck inside the generator. Since the lead was damaged, the surgeon managed to remove the pin from the generator, and replaced the lead. Later the system diagnostic showed that the generator was functioning correctly. Follow-up from a company rep indicated that the screwdriver was not available for return, only the lead was available.